Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms, while the pump was charging. The pump had not been exposed to extreme temperatures. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.